Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had previously encountered a fluid leak within the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The patient indicated the leak had occurred 4 ¿ 6 months ago. She had called fresenius technical support to report an unrelated event. The patient did not recall receiving any alarm from the cycler. The source of the leak was unknown. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. Upon follow up, the patient reported that treatment was completed with the cycler. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. N. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation. As the exact date of the event is unknown, the event date was captured as (B)(6) 2020.

Manufacturer narrative:
Corrected information: b5, d10, h3 (a cycler return is not expected for the investigation of this event due to the time elapsed between event date and notified, and because the patient continued to use the cycler) plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had previously encountered a fluid leak within the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The patient indicated the leak had occurred 4 ¿ 6 months ago. She had called fresenius technical support to report an unrelated event. The patient did not recall receiving any alarm from the cycler. The source of the leak was unknown. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. Upon follow up, the patient reported that treatment was completed with the cycler. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer, however, due to the time elapsed from date of event until the notified date, and because the cycler was continued to be used after the event, a physical evaluation will not be performed for the events captured in this event. The event date is captured as (B)(6) 2020.